Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: d8: was this device ever service by a third party? H6: investigation results under imdrf cause investigation code, imdrf investigation findings, imdrf cause. H11: investigation summary. A batch record review was completed and no discrepancies were found. All seal integrity tests completed throughout the batch manufacture were satisfactory. Aquacel extra 15x15cm 1x5pk ster de was manufactured under system application product (sap) code 1730130 and manufacturing lot number 4d02720 on 29 april 2024. Lot # 4d02720 was sterilized under run and released on review of results of sterilization provided by sterilization company steris. All of the results were within specification and products were released. No nonconformity was identified during the manufacturing process of lot 4d02720. This is the only complaint for the affected lot registered within database. Four photographs were received for this issue and have been evaluated in accordance with work instructions (wi). The photographs confirm the product, lot and expected complaint issue where a primary sachet has an open seal and dressing protruding from the primary pack. The acceptable quality levels (aqls) from process instruction (pi) identify seal integrity as 0.40, with an accept 5 and reject 6 based upon a sample of 500 dressings and batch size of 42000 dressings. As no secondary packs remain in distribution centers (dcs), it is likely over 500 dressings have been exhausted, and as only two dressings have been reported for a dressing in seal, this issue remains below aqls, so no corrective action / preventive actions (CAPA) is necessary to investigate this issue. Following review of the images, it is most likely that the open seal has been caused by a dressing placement issue, where the dressing has encroached on the seal area and the sachet has not been effectively sealed. The manufacturing line has an automatic packing process, so do not go through an additional inspection before packing primary sachets into the secondary cartons. However, the line does measure in place to detect this failure. Station 46 on the pmk controls and monitors the fabric with guide rollers to prevent movement into the seal area, as well as sensors to verify the dressing has not moved. It is expected that this detection method would have detected this as the seals have been in the correct place. It is possible that the sachets had not been effectively rejected by the reject system or that the dressings were later returned to the line by hand in error. This issue will be monitored through the post market product monitoring review process, standard operating procedure (sop). To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 2 of 2 e1: complainant phone: (B)(6) name of affiliation: (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 1049092 manufacturing site: 1000317571.

Event description:
The pharmacist reported that the two dressing were found shrink-wrapped around the edge. The product was not used by the patient. The photographs depicting the issue were received from complainant.